Event description:
It was reported by repair work order that the patients right side rail won't latch into the upright position due to missing compression spring from the latch assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.